Manufacturer narrative:
The customer biomed replaced the adjustable pressure limit/bag to vent (apl/btv) manifold.

Event description:
The hospital reported that, following the end of a case, the bag port broke off the manifold when removing the tube for the bag. There was no report of patient involvement.